Event description:
It was reported, "doctors using stapler on patients then it got jam, cannot work anymore". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI#: (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: correction to section d.4 UDI was updated from (B)(4) to (B)(4) to include the full UDI.

Event description:
It was reported "doctors using stapler on patients then it got jam, cannot work anymore". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the first two staples appeared misaligned. Evidence of use in the form of biological material was present on the device. The trigger was returned partially engaged. The stapler was received with 27 staples remaining in the cover block, indicating that at least 8 staples were fired by the end user. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fired properly. In order to simulate skin insertion, the stapler was fired into a simulated skin pad. Upon the second attempt at firing the stapler into the skin pad, an unformed staple and a fully formed staple fired simultaneously. The staples were inspected after this, and they were again observed to be misaligned. The pusher was tilted downward, and the last staple was observed to be jammed above the pusher. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The returned stapler revealed that the first two staples were misaligned. Upon functional inspection, the staples were unable to consistently fire properly. The sample was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "doctors using stapler on patients then it got jam, cannot work anymore". No patient injury or consequence reported. The patient's current condition is reported as "fine".